Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They had nausea. They changed the infusion set and the cannula was not bent. They treated the high blood glucose with the insulin pump. The customer¿s current blood glucose level was 171 mg/dl. The customer also reported that they received a power error detected alarm. They were given a series of steps to follow after the call ends to resolve the issue. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.